Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-feb-2024, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, in post-op, the patient had an increase in pain in their upper thighs. The rep checked and confirmed that all connections were good. The physician decided to replace the surgical lead with a percutaneous lead because they thought the smaller percutaneous lead wouldn't irritate the patient compared to a larger lead like the surgical lead; cause was noted to be due to the patient's anatomy. No device issues were reported. After the lead replacement, the patient was doing much better; issue was resolved.